Event description:
It was reported that the mdu started to overheat before the procedure. A backup mdu was used to complete the procedure without procedural delay or complications.

Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not generate excessive heat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or become noisy. All functions perform as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.